Event description:
The vaginal speculum had been inserted and as the physician opened it, it broke apart leaving sharp edges inside the patient's vagina. The physician removed the speculum and did not observe any injuries to the patient. The speculum did not appear cracked and was not broken when the physician removed it from the outer plastic wrapper.====================== health professional's impression======================n/a